Manufacturer narrative:
Clamshell repair due to previous driveline damage reported in MFR# (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR number: (B)(4). It was reported that the patient was having driveline fault alarms and no external power events. Timestamps were unknown as the device's clock was not set. Previous driveline damage was also noted. The entire driveline was noted as being covered with rescue tape. The site exchanged the patient's system controller per technical services' recommendation on (B)(6) 2020. There was no interruption in pump support during the driveline fault events. The driveline fault did not return after the controller exchange, but the log files continued to show driveline degradation. It was noted that the entire kevlar sheath was gone. On (B)(6) 2020, technical services performed a driveline repair approximately 2 inches from the exit site. After the repair, the patient was tethered on grounded patient cable with no issues or alarms noted. Technical services also noted that one of the recorded no external power events was due to power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event, and the site reported that the mpu had a locking ac power cord. The patient was unsure if the no external power event at the mobile power unit could be attributed to a loss of power to house or the power cord coming loose at the wall/outlet.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 1 day ((B)(6) 2001 per timestamp). The controller clock was not set throughout the log file, therefore, the exact date and time of events occurring could not be determined. Three no external power alarms were active in the log file. The first two no external power alarms appear to be caused due to a loss of ac power while connected to the mpu. The third no external power alarm was due to a dual power cable disconnect while changing power sources from the mpu to battery power. The no external power alarm activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery supported the system during these events. The alarms cleared once power was restored and pump operation was not affected. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms were active in the log file. A root cause for the no external power alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on 24jan2018. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.